Event description:
It was reported that the rotaburr was stuck with the rotawire. A 2.00mm rotapro and rotawire drive were selected for use. Upon removal from the body after ablation, the rotapro became stuck with the rotawire. The devices were removed together. The procedure was completed with this device. There were no patient complications.